Manufacturer narrative:
(B)(4). The customer reported that the spo2 gave false reading and they did not receive an inop. No pt harm was reported. It was not reported that the spo2 parameter was lost during the monitoring of a pt, or that there was any pt involvement. It is also reported that the spo2 parameter was inaccurate, but there is insufficient evidence to ascertain in which way the parameter as inaccurate. In abundant caution, this is considered a reportable report. The available info is not enough to support that there was any health risk. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the spo2 gave false reading and they did not receive an inop. No pt harm was reported.